Event description:
Surgeon not able to close jaws of ligasure. During procedure metal piece noticed in the jaws. Material department notified and will pick up device and packaging. Manufacture to be notified. No harm to patient. Manufacturer response for vessel sealing device, (brand not provided) (per site reporter).